Manufacturer narrative:
The field service engineer performed various check and adjustments and replaced the pinch valve tube and the syringe seals. He ran calibration, quality controls, and analyzer performance testing. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys shbg and elecsys estradiol iii assay results for three patients tested on a cobas e411 rack. The initial results were not reported outside the laboratory. The customer performed repeat testing with the samples on the same analyzer. On (B)(6) 2021 and at 22:42, patient 1's initial estradiol result was "3000 >" pg/ml with a data flag. On (B)(6) 2021 and at 10:22, the patient's repeat result was 33.88 pg/ml. On (B)(6) 2021 and at 22:58, patient 2's initial estradiol result was 1154 pg/ml. On (B)(6) 2021 and at 09:51, the patient's repeat result was 195.8 pg/ml. On (B)(6) 2021 and at 17:40, patient 3's initial shbg result was "200.0>" nmol/l with a data flag. On (B)(6) 2021 and at 18:51, the patient's repeat result after manual dilution was 19.29 nmol/l. The shbg reagent lot number was 459365 with an expiration date of 31-jul-2021. The estradiol reagent lot number was 503901 with an expiration date of 31-oct-2021.